Event description:
A malfunction code was reported due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The issue was resolved with the assistance of technical support, who provided information for resetting the pump. The customer successfully reset the pump, the malfunction did not recur, and it was advised that the pump could continue to be used. The customer was also instructed to call back if any issues recurred and acknowledged this guidance.